Event description:
Approximately 2 months ago, we were placing a 5fr pinnacle after using a micropuncture for groin access. We had fed the wire from the pinnacle through the introducer of the micropuncture which appeared to go just fine. Upon feeding the sheath over the wire, it was observed that the sheath would not advance. Sheath was removed and wire appeared to be stuck to the subcutaneous tissue. Dr. Attempted to remove the wire, realizing that it was stuck and not budging he called another doctor to assist. The doctor was successful in removing the wire all in one piece. Visualizing the wire post removal there are two kinks.